Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to an open procedure strabismus surgery, the suture was broken. They replaced it with a suture to resolve the issue and complete the case. There was no patient injury.